Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04a8q, implanted: (B)(6) 2012, product type: lead; product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Since the end of (B)(6), the patient had been having increased urinary symptoms; "too many accidents". The patient was examined by healthcare provider (hcp) on (B)(6) 2013 and she did not have a urinary tract infection (uti) at the time. Since then, the symptoms had been getting worse to the point of the symptoms "being so bad" like they were prior to the implant. The patient could feel the stimulation in her pelvic floor area described as a "vibration and movement sensation of patient's muscle". Additional information reported the patient had issues with the device not working, and was having "too many" accidents. It was stated the patient had good therapy in the beginning and noticed this change around (B)(6) 2013. The patient experienced leaking and overactive bladder worse than when it was first implanted. It was also stated the patient had back and stomach problems (spasms) and had a cat scan on (B)(6)2013 and was told the patient had h pylori for the stomach and has ventral hernia. The patient was put on a medication for the h pylori. Reportedly, the doctor wants to get to the source of the stomach problem first by getting rid of h pylori and locating the source of the problem with the stomach because it was not caused by the hernia. Troubleshooting was limited because the patient did not have the proper programmer. It was reported the patient had a loss of therapeutic effect and a return of symptoms. The patient was on program 4 at 1.9 and turned up to 2.1 volts where she felt stimulation and planned to monitor symptoms. It was stated the patient had back spasms that started in (B)(6) 2013 and were getting worse. It was noted the day prior to report the patient was sitting and felt a burning sensation in the area of the implantable neurostimulator (ins) which happened "every once and a while". The patient was redirected to their healthcare provider.

Manufacturer narrative:
(B)(4).